Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. On (B)(6) 2024, it was reported by the customer for bent cannula on the first day of use. Site location was abdomen. He do not have sufficient subcutaneous tissue at the site. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.